Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited noise that was reproducible with isometrics in both unipolar and bipolar configurations. No intervention was performed. The patient was stable.